Manufacturer narrative:
Initial.

Event description:
It was reported that the user replaced the freestyle libre 3 plus sensor but continued receiving a pump alert indicating the sensor had expired because the new sensor had not been started in the ilet mobile app. No adverse clinical symptoms reported. Outcomes included successful initiation of the new sensor after education and no health impact. User support included customer interview and guided troubleshooting to scan and start the sensor within the app. Investigation of this case revealed use error related to failure to start the correct sensor type with the ilet app, resulting in continued expiration alerts for the prior sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incomplete setup and education, resolved through instruction.